Event description:
The reporter stated that the lever lock was connected for the infusion through a central venous line. The user felt something wrong and checked the dripping condition. There was no drip observed, the user removed the lever lock. Then, the user found lever lock cannula abnormality. Lever lock cannula seemed to be broken. The central venous catheter was discontinued due to the possibility of a broken piece remaining inside the body. In search for the broken portion of cannula, a CT scan was taken and central venous catheter was cut in half, a flow was searched but no broken piece was found.

Manufacturer narrative:
One piece was received and the short cannula was confirmed based on the sample evaluation. A DHR review was conducted and there were no issues found during the packaging of the batch. This damage is manufacturing related and a corrective action project has been implemented to address occurrences of this nature.